Event description:
Physician was performing a turp using an acmi endoscope. During the procedure, the plastic white tip broke off the inner sheath inside of the pt's bladder. While the physician was trying to retrieve the broken piece, he scratched the pt's urethra. Facility has filed a medwatch report with the FDA.

Manufacturer narrative:
Although the subject device was not returned for evaluation, similar events have been noted in the past where the sheath ceramic tips have cracked and separated due to one of the two following factors. These can occur due to excessive axial loading, as may occur when the inner sheath is removed from the outer sheath at an angle, or the ceramic tip is struck with or by another object, as may occur during reprocessing. Since the device was not returned for evaluation, a definitive conclusion cannot be reached at this time.